Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. This patient¿s infection can be attributed to a break in asepsis during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts and may colonize the upper aerodigestive tract. Therefore, the liberty cycler set can be excluded as a source or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction that caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient has since been discharged and has been recovering while performing pd treatments at home. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with klebsiella oxytoca in the culture and a wbc count of 16,110/mm3. The patient was diagnosed with peritonitis attributed to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained, per the patient¿s daughter, the patient has become complacent with pd therapy and does not wash hands or wear a mask during treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days and ip ceftazidime at 2000 mg daily (durations not reported). The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic, and he continues ccpd therapy on the same liberty select cycler post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient has since been discharged and has been recovering while performing pd treatments at home. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with klebsiella oxytoca in the culture and a wbc count of 16,110/mm3. The patient was diagnosed with peritonitis attributed to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained, per the patient¿s daughter, the patient has become complacent with pd therapy and does not wash hands or wear a mask during treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days and ip ceftazidime at 2000 mg daily (durations not reported). The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024 . It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic, and he continues ccpd therapy on the same liberty select cycler post-discharge.